Event description:
It was reported that the customer was completing a transport from the parking lot to their facility when the cot dropped and two caregivers sustained alleged injuries. Reportedly, the customer received the unit to have shocks, so when they squeezed the release handle, the cot came down faster than they expected.